Event description:
It was reported that a triclip procedure was performed to treat functional tricuspid regurgitation (tr) with a grade of 3, rigid leaflets, and severe septal leaflet tethering on a patient with previously implanted tricuspid surgical annuloplasty ring. A triclip xtw (50129r1122) was inserted and advanced to the valve. However, difficulties visualizing the clip occurred, and the clip became caught in chordae. Troubleshooting was performed, but the clip was unable to be removed from chordae. Therefore, the clip was implanted where it was stuck, attached to only the septal leaflet and chordae. It was noted that the clip was stable on the septal leaflet. A second clip, a triclip xtw (50423r1055) was then inserted and advanced to the valve but difficulties visualizing the clip and difficulties positioning the clip occurred. The clip was ultimately implanted and the tr increased to a grade of 4. There was no clinically significant delay in the procedure.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the reported clip caught in chordae was due to procedural circumstances. The cause of the reported difficult imaging was unable to be determined. The reported foreign body in patient and tricuspid regurgitation were cascading effects of the reported entrapment of device. The reported patient effect of tricuspid regurgitation, as listed in the triclip system instructions for use, is a known possible complication associated with triclip procedures. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
Subsequent to the previously filed report, additional information was received that the triclip xtw (50423r1055) was not implanted and was removed from the patient.